Event description:
Information was received from multiple sources (manufacturer representative, service <(>&<)> repair, healthcare professional) regard ing a flex arm having microendoscopic discectomy (med) therapy for lumbar disc herniation. It was reported that the arm could not fixed. Event occurred during surgery and there was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # (B)(4): product: 9560524, lot no:my14f001. Analysis confirmed that the screw thread of the handle screw was deformed upon inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.